Manufacturer narrative:
(B)(4). Event evaluation: this historical complaint is being filed under 21 cfr part 803 as part of a retrospective review of complaint files. Neither the device, imaging, or lot number were returned to assist with this investigation. The device was reported to be a ufh-700-r multi-length ureteral stent. The device was reported to be knotted and a van andel catheter was used to remove the knot. No additional patient injury was reported. The product in this case is manufactured in accordance with manufacturing instructions and inspected in according to quality control specifications. The appropriate manufacturing controls are in place assuring functionality and device integrity prior to shipment. The device lot number was not provided, therefore review of the device history record could not be completed. The product IFU in this case states: "individual variations of interaction between stents and urinary system are unpredictable. Periodic evaluation via cystoscopic, radiographic, or ultrasonic means is suggested." Based on the provided level of information, a definitive root cause could not be determined or reported.

Event description:
During a stent removal, the girth of the stent (7fr) caused major concern that the patient may have to undergo another surgery to remove it. The user facility was able to get the knot out with a van andel catheter. The patient did not experience any adverse effects due to this observation.